Event description:
It was reported that pump became hot to touch while charging and customer experienced a heat or electrical issue with pump and charging supplies. There was no adverse impact to the customer¿s blood glucose level. Customer used tandem charging supplies at the time of the event, customer outcome at the time of the event was not reported, and tandem technical support arranged replacement pump, provided storage and return instructions, confirmed shipping details, and offered goodwill replacement charging supplies, while customer declined to share information about backup insulin therapy.